Manufacturer narrative:
The device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the entire proximal portion of the stent was damaged. The stent struts were stretched and distorted with the proximal end having the appearance of being pulled/stretched out over the proximal markerband. From the analysis the distal outside diameter (od) of the stent measured 0.044". The distal portion of the stent was still securely crimped onto the balloon wall. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) is: 0.050". Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the analysis it may be possible that the damage occurred during the preparation and handling of the device while removing the stent protector however this cannot be confirmed. A visual and microscopic examination found that there was no apparent contrast media inside the balloon indicating that the device was not used within the patient the balloon cones profiles were also reviewed with no issues evident. No issues found with the profile of the shaft. A visual and tactile examination found a hypotube kink 625mm from the strain relief. There was no evidence that the device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention (pci) procedure, the physician pulled out the promus premier¿ 38 x 3.50 stent delivery system from the protection sheath and tried to insert it into the patient. However, the mounted stent was lifted from its middle to proximal part. The procedure was completed with another of the same device. There were no patient complications and the patient¿s condition was good.

Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention (pci) procedure, the physician pulled out the promus premier 38 x 3.50 stent delivery system from the protection sheath and tried to insert it into the patient. However, the mounted stent was lifted from its middle to proximal part. The procedure was completed with another of the same device. There were no patient complications and the patient¿s condition was good.